Event description:
The user had one patient sample for alt that had to be rerun and generated different results than initially tested. The initial result was 6 u per l, repeat results were 3, 23, 8 and 16 u per l. The initial results had been reported. The patient was not adversely affected.

Manufacturer narrative:
The field service representative determined there was a possible problem with the lamp, cells or debris in the water bath. He cleaned the water bath and the user replaced the lamp and cells. Qc was run to verify the analyzer performance.